Manufacturer narrative:
Main control board was stalling causing the insert to stop viberating when pressure was applied to the insert. Hp cable had debris build up in the water hose causing poor water flow. Duckbill filters had powder build up in them and pinch tube had flat spots in it.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, they are experiencing an overheating insert and handpiece; no injury resulted.